Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 4.8 mmol/l at the time of the incident. The customer reported that they inserted a new battery and the insulin pump still had no response. The customer inserted a new battery again after ten minutes. The insulin pump was turned on. The insulin pump received several error alarms. Troubleshooting was performed. The insulin pump received another error alarm. The customer was advised to return the insulin pump. The insulin pump is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no blank display and alarm noted. Insulin pump has to reset time and date and unexpected restart alarm after changing battery due to voltage leak on interface board.